Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42502606202 - psn fem cr cmt ccr std sz 7 r - 66674981. 42540000032 - psn all poly pat ply 32mm - 66852063. Unknown - unknown tibial component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Approximately 4 months post-op, the patient fell due to an unknown reason resulting in a patella tendon rupture. Subsequently, the patient was revised. The femoral component, poly, and patella were all revised. All available information has been provided.